Event description:
Complainant alleged that the medics attempted to analyze a pt in cardiac arrest and the device would not analyze. Medics were transporting the pt when pt became unresponsive and vital signs absent (vsa). The vehicle was stopped and the "analyze" button was depressed for pt analysis but the device displayed a "use pads" user-interface message. Medics then depressed the "analyze" button again and received a "shock advised" message and administered a 200 joule shock to the pt. Medics attempted three (3) additional analyses but received a "use pads" message each time. The medics resumed the transport and continued to treat the pt. The pt subsequently expired.